Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.

Event description:
Lower limb oedema of left leg [oedema peripheral]. Fluid retention of left knee [joint effusion]. Swelling of left knee [joint swelling]. Pain of left knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, with gonarthrosis of both knees. The pt's medical history was significant for previous use of artz (purified sodium hyaluronate), suvenyl (hyaluronate sodium) and synvisc (hylan g f 20; from (B)(6) 2011 to (B)(6) 2011). On (B)(6) 2012, the pt initiated treatment with synvisc injection at a dose of 2 ml weekly in both knees. On (B)(6) 2012, the pt experienced fluid retention of left knee, swelling of left knee, pain of left knee and lower limb oedema of left leg. On (B)(6) 2012, the pt had arthrocentesis and 20 cc of clear yellow fluid aspirated. The same day, therapy with synvisc was stopped and the pt received treatment with triamcinolone at a dose of 5 mg. It was reported that "the events developed only in left knee and lower limb, which had worse malformation and inflammation originally with k and l grade iii than in right, which had no problem". The events of fluid retention of left knee, swelling of left knee, pain of left knee and lower limb oedema of left leg was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and all the events as definite.